Manufacturer narrative:
Patient information provided. The procedure was a l4-l5 spine fusion.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the 5v supply from ps1 power supply had drifted to 4.8v. Adjusted the output to 5.09v and tested. The power supply was then replaced to resolve the issue. The ps1 power supply was received by the manufacturer for evaluation. Analysis confirmed the reported problem. Performed output testing over the course of an hour. 5v supply fluctuated during the test period at rapid intervals. The observed swing was +/- 0.093vdc. The power supply is not stable. An electrical failure mode was confirmed, with the ps1 power supply being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed a generator error code 134 and images could not be obtained. The surgeon opted to complete the procedure without the use of the imaging system. The case was completed successfully, and the patient was not impacted. The length of surgical delay because of this issue was not reported.